Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was performed in the left common femoral artery via 7fr sheath using the preclose technique prior to a protected percutaneous coronary intervention (pci) procedure. Reportedly, the first proglide device was placed; however, it showed poor blood flow. The needles were deployed and the sutures were placed. The sutures of a second proglide device were successfully placed. The sutures of both proglide devices failed to achieve hemostasis. A 16fr sheath was placed and manual arterial compression was applied to achieve hemostasis. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.